Event description:
Reporter alleged obtaining the results of 104 mg/dl and 76 mg/dl on aviva system 1 compared back to back with a result of 55 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that she ate 1 cup of blueberries and cereal to treat her low readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.